Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on may 01, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device.